Manufacturer narrative:
Investigation summary: the event unit and a photograph were returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. The device was actuated and engineering was able to confirm the customers' experience of scissoring. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact cause of the misalignment is unknown; however, jaw misalignment can be caused by device actuation on thick, dense material with the jaws aligned non-perpendicularly to the application plane. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
"This is a complaint from the market. Administrative (B)(4). The defect unit and three (3) clips will be returned to amr. Please refer to the complaint sheet for investigation. The physician noticed fired clips were deformed and the device became unusable during a procedure. The procedure was successfully completed with another ca090. No patient injury was reported. The actual defect unit and three (3) clips were returned to olympus and visually inspected. No visible damage was found on the unit. All the three clips were found to be deformed. Please analyze this complaint phenomenon and review the device history record. (B)(4)." Patient status: "no patient injury."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.